Event description:
As reported by the edwards clinical specialist (cs), during the transapical transcatheter aortic valve replacement (tavr) procedure, upon deployment, the sapien valve migrated north resting in an unstable 70:30 aortic position. Per report, the initial valve implant was planned at 50:50, however, the physicians were concerned that the mechanical mitral valve may affect the balloon and inadvertently move the sapien valve. The decision was made to perform a valve in valve procedure and deploy a second valve. A second valve was prepped but would not advance on the wire, multiple efforts were made and time was critical so a third valve was prepared and implanted. The third valve was seated in a good position, although the delay in preparing the valve caused the initial valve to move more, subsequently ending up in the sinuses. Multiple efforts were made to drag the valve into the descending aorta but this was not successful. A decision was made to perform a mini sternotomy to remove the too aortic valve. The patient was noted to be in stable condition at the end of the procedure. Per the additional information received from the edwards clinical specialist, there was no loss of pacing capture, ventilation was held, and the image intensifier angle and coaxial alignment of the delivery system/ valve were reported to be good.

Manufacturer narrative:
Additional information received from the hospital operating room and procedure notes indicated that the valve had actually dislodged and embolized into the ascending aorta which was initially not clear in the initial customer experience report (cer).

Manufacturer narrative:
The explanted valve was not returned to edwards for evaluation. A device history record (DHR) review for the sapien valve was not performed/required as there was no allegation of product malfunction. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, an exact root cause of the event cannot be determined; however, per report, prior to the procedure the physician¿s were concerned that the existing mechanical mitral valve may affect the balloon inflation and move the valve. Also, it was noted that once the valve had started moving during deployment, the surgeon did not correct the positioning of the valve and delivery system. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.